Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the simplera sensor and the insulin pump. The customer also observed blood at sensor insertion site. The event involved product(s) mmt-5120c1. Troubleshooting was performed, and the customer was advised to review the paired devices screen, where it was confirmed that the simplera sensor serial number was paired to the pump and that the sensor feature was enabled. The customer was informed that the simplera sensor would need to be re-paired. The simplera sensor was subsequently deleted from the pump and re-paired; however, the pump and the simplera sensor were still unable to communicate. The customer was advised that the simplera sensor may not be functioning properly and that a replacement would be provided. No further patient complications were reported. Mmt-5120c1 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.